Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. On (B)(6) 2014 a lead revision was performed due to exit block. During the procedure, the patient experienced asystolic episodes. The lead was explanted and replaced. The patient was stable after the event.